Manufacturer narrative:
Result - power coil cable.

Event description:
It was reported by service report that the foot section of the bed would not lower. No pt involvement or adverse consequences were reported.